Event description:
It was reported the patient complained, "heart hurts." Patient also reported a "kicking" sensation intermittently. Follow up with the physician's office was conducted. The patient had been seen and the threshold voltage was decreased. Patient was also instructed to stop pressing on the area around the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).